Event description:
On (B)(6) 2022: follow up information was submitted to add date of this report and to update the awareness date. Moreover, the result of complaint investigation of returned used device (one introducer needle), showed that the visual test result was within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2021, it was reported that the patient's infusion set's tubing had disconnected at the site while inserting the set. The site location was her abdomen, and the pump was not used yet. The infusion sets were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 134 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing had disconnected at the site while inserting the set. The site location was her abdomen, and the pump was not used yet. The infusion sets were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 134 mg/dl. No further information available.